Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was slow to rewind. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the original complaint could not be duplicated during investigation. A rewind, load, and prime sequence were successfully performed with no slow rewind observed. There were no alarms related to the complaint observed in the alarm history. The pump was exercised for 24 hours with no errors, alarms, or warnings duplicated. The pump cover was removed and there was no evidence of debris or contamination found internally. The returned battery and cartridge caps were used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.